Manufacturer narrative:
Concomitants medical products truliant tib imp crc insert sz 5, 9mm (cat# 02-022-51-5009 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 1.5 years post initial left tka, the 50 y/o male patient had a successfully revision surgery due to loose porous tibia needed to be replaced. There was no breakage of device or surgical delay/prolongation. No additional information available. The device is not available for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported may have been the result of an insufficient bond between the tibial tray and the bone, poor bone quality, patient-related conditions, or any combination of these possibilities, which led to aseptic (non-infected) tibial loosening. However, this cannot be confirmed as the devices were not available for evaluation and pre-revision radiographs were unable to be obtained. The most probable root cause associated with the reported event of "loosening - tibial¿ is associated with weakened integration of the tibial component at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.